Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined cubie map not visible in hta mode. A field service engineer replaced rear controller board for main full height drawer 6 to resolve this issue. Customer able to inventory and load in main full height drawer 6. Preventative maintanenance performed. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers not connected to the bus. Customer stated the main drawer 6 not connected to the bus and user were unable to remove/issue medication during malfunction. There were delay in patient care workflow. There were no adverse events or injuries reported based on this event.